Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® flashback blood collection needle, the device experienced damaged seals where the sterility of the product was compromised. The event occurred with 8-10 needles. The following information was provided by the initial reporter. The customer stated: when the new box of flashback needles was open, seal of 8-10 needles was found to be torn. Customer is not sure whether it is used or the new one.

Event description:
It was reported when using the bd vacutainer® flashback blood collection needle, the device experienced damaged seals where the sterility of the product was compromised. The event occurred with 8-10 needles. The following information was provided by the initial reporter. The customer stated: when the new box of flashback needles was open, seal of 8-10 needles was found to be torn. Customer is not sure whether it is used or the new one.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval? Yes. D10: returned to manufacturer on: 2022-01-24. H6: investigation summary bd received 22 samples and 5 photos for investigation. The photos were reviewed and the customer¿s indicated failure modes for damaged unit labels and damaged shields were observed. Additionally, the customer samples were evaluated by visual examination and the indicated failure modes for damaged unit labels and damaged shields with the incident lot were observed. All 22 samples had damaged unit labels. 5 of the samples had damaged np (non-patient) shields. 1 sample had a damaged IV shield. 1 sample had a missing np shield, hub, and cannula. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure modes damaged unit labels and shields. Bd was not able to identify a root cause for the indicated failure modes.